Manufacturer narrative:
D10 concomitant products: vlocl0326 - vlocl0326 v-loc* 180 0 grn 45cm gs21x12, lot# a3k2658vy vlocl0326 - vlocl0326 v-loc* 180 0 grn 45cm gs21x12, lot# a3k2658vy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when suturing the uterus, the connection between the needle and the thread was disconnected and could not be used. During the second suturing, the needle became bent and formed an "s" shape. Another suture was used and the needle bent again. Another suture was used to resolve the issue. The surgical time was extended due to the issue.